Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm during basal. The customer had not reported the symptoms and treated with pump and manual. Customer's blood glucose level was over 400 mg/dl. Customer declined to troubleshoot for high readings. Customer states that pump has alarmed insulin flow blocked and cannula bent. The customer was assisted with troubleshoot for insulin flow blocked alarm customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.